Manufacturer narrative:
(B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that during an implant removal, a screw breakage between head and shaft was recognized. No symptoms and no visibility at radiographs. Removal of the screws and the tomofix. This is report 1 of 1 for complaint (B)(4).